Event description:
Pt had bilateral arthroplasty on first metatarsal-phalangeal joint in 12/93. Pt developed pain and edema in the left foot only and was treated with steroid injections, nsaids, immobilization, and physical therapy. The pt also had two weeks on interferential wave therapy. On 4/15/94 the left foot implant was removed. The marrow cavity of both the phalanx and the first metatarsal were permeated with a black substance, removable with curettage and lavage. Also the capsule of the joint had the sinus cavity impregnated through and through on medial surface.